Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. Blood glucose levels were 474 mg/dl and 44 mg/dl. Customer treated with food for correction of low blood glucose level. Auto mode was not used by customer .insulin pump will not be returned for analysis.